Event description:
It was reported that the device system was explanted due to infection. The patient's outcome was not reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)